Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic has been torn or cut in half. One haptic is torn off and missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The inserter used was not identified, so it could not be determined if a validated inserter was used. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a broken haptic. The lens was cut out and the incision was enlarged. No sutures were required. A back up lens was implanted with no issues. The patient is in good condition and will follow-up with the surgeon.